Manufacturer narrative:
(B)(4). On an unreported date in the beginning of (B)(6) 2015, the patient was diagnosed with another episode of relapsing peritonitis. The previously reported peritonitis and relapsing peritonitis events were coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was unknown if extraneal and physioneal therapies were ongoing during the previously reported episodes of peritonitis. The cause of the relapsing peritonitis event was unknown. On unknown date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the relapsing peritonitis event. On an unknown date, the patient began treatment with vancomycin (route, dosage, frequency, and duration not reported) and ampicillin (route, dosage, frequency, and duration not reported) for the relapsing peritonitis event. The care plan was to remove the peritoneal dialysis catheter and to have the patient temporarily enter a dialysis pause. The patient was recovering from the relapsing peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no (B)(4). It was reported approximately one month after the initial onset of peritonitis; the patient experienced a peritonitis ¿recidive¿ or relapsing peritonitis with the same etiological agent. The cause of the peritonitis event remains unknown. On an unknown date, the patient started antibiotherapy (unknown drugs). It was reported the patient was recovered from this peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.